Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16nov2018. Philip's field service engineer replaced the on/off switch to resolve this issue. The unit passed the electrical safety test and performance verification tests after repair was complete.

Event description:
It was reported that the on/off switch was not working properly. There was no patient or user harm reported.